Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed that the enclosure was dirty and scuffed. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (failure to display temperature/faulty lcd) was confirmed during testing. The product problem occurred because the faulty lcd was missing pixels. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced: enclosure and front cover, water tank cover, pole clamp and line cord. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the lcd screen on the device was faulty and failed to display the temperature. No patient injury or complications were reported in relation to this event.